Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient wanted to have the pump removed. The pump had been empty for over 6 months. The patient had the pump put in (B)(6), and the health care provider (hcp) who put it in was no longer there. The patient now lives in (B)(6) and was not able to find a managing hcp to service the pump. The patient now wanted it out, but couldn't find a surgeon. The patient reported the pump was causing her a lot of pain. The pain was all around the area where the pump was. The pain was off and on, and it kept getting worse. That pain started ¿over a year ago¿. The patient reported she had been getting ¿a lot of infections and stuff¿ that started ¿at least 6 months ago¿. The patient did not know if it was related to the pump. The patient stated the infections had not been confirmed. The patient thought it was going through her body. The reason the patient suspected she had been having infections was because she had been having a lot of issues that she was not having before. The patient further explained she suspected infections because of the pain in her back where the device went into her spine. The patient stated she was (B)(6) pounds when the pump was put in, and now, she was down to (B)(6) pounds. The weight loss was reported to have started in 2016. The patient had gone through withdrawals and hospitalizations due to not being able to keep medication in the pump (meaning no hcp would service it). The patient believed the withdrawals and hospitalizations occurred in (B)(6) of 2016. The patient said she was in the nursing home for 30 days because of the withdrawals. The withdrawals were caused by the hcp dropping the patient without any heads up. The patient had gone to several hcp's about having the pump removed, but nobody wanted to do it. The patient said it would be 5 years since the pump was implanted. The patient said she called about hcp listings in the past, and some of them would not take her because of her insurance and some of them were not in the system. No interventions were mentioned. The patient said she was on several different medications. The patient went through a stage where they had changed her pump medications. No further patient complications were reported.